Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used with an intraperitoneal onlay mesh technique (ipom). The surgeon states his patient experienced rupture, no integration and severe adhesions. Additional information is not available.